Event description:
Customer reported the panorama central station displayed a black screen, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives trouble shot the issue with the customer and advised them to send the display in for repair. To date, no record of equipment received, no further issues reported.